Manufacturer narrative:
Device used for treatment, not diagnosis. Event date: unknown. UDI: (B)(4). Implant date: original implant date was sometime in (B)(6) 2015. Device is not expected to be returned for manufacturer review/investigation. Patient code used for: the reported event required medical/surgical intervention to preclude permanent damage to a body structure. Should further information become available this determination will be reviewed accordingly. The implants had to be removed and replaced due to a nonunion device history records review was conducted. The report indicates that the: manufacturing location: (B)(4). Manufacturing date: 27-oct-2014. Expiration date: 30-sep-2023. P/n 04.034.452s, lot #7828310 (sterile) -- 10mm titanium (ti) cannulated tibial nail - ex w/prox bend 360mm-sterile. Quantity 6. Work order #(B)(4) was released on 10-14-14. Raw material was received from supplier (B)(4) int'l. Components reviewed: raw material lot 7782538 inspection sheet for final inspection : 4034fi431 rev: c meets inspection acceptance criteria. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a tibial nail which was inserted in (B)(6) 2015 to treat a midshaft fracture was in hypertrophic nonunion. On an unknown date, the patient presented to the surgeon's clinic with complaints of what was diagnosed as an anterior cruciate ligament (acl) avulsion. The nonunion was determined by x-ray. The plan was to remove the nail, ream, insert a larger nail, and dynamize. On (B)(6) 2017 the patient returned to the operating room for a revision of the tibial nail. The nail and four 5.0 locking screws were removed without difficulty, the canal was reamed and a larger nail was inserted. The surgery was successfully completed with no surgical delay and satisfactory patient outcome. This complaint involves five devices. This report is 1 of 1 for (B)(4).